Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that both leads dropped 1 vertebral body. Checked impedances and all were within range. The rep reprogrammed and issue was resolved. Reason was unknown as to why leads dropped.